Manufacturer narrative:
Additional information was added to h6 and h10. H10: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation. A visual inspection using the naked eye was performed which revealed there were no issues observed with the connection between the cassette and the solution bag; the visual inspection showed the leak was originating from the solution bag. Therefore, the cassette met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from between the connection of the supply line and the supply bag. This issue was further described as, ¿leak was observed between the bag tubing and the connector¿. The leak was observed after priming was finished. There was no report of patient injury or medical intervention associated with this event. No additional information is available.